Event description:
It was reported that customer experienced cgm error message while using g6 sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, performed complete pump reset with guidance from technical support, did not see error message again, and successfully started new sensor session.